Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a product performance problem was identified. See results of manufacturer analysis for full investigation details.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. The ipp cylinders were visually examined, microscopically inspected, and leak tested. Testing identified a hole resulting in a fluid leak in the distal cylinder body of one of the cylinders, which was consistent with sharp instrument damage. The second cylinder passed the performed testing and there were no visual damages observed. The pump was visually examined, microscopically inspected, and functionally tested with no visual damages. The pump did not pass the deactivation test. Based on the information available, the product investigation did confirm the ipp pump did not meet product specifications; therefore, a conclusion code of cause traced to component failure was chosen.